Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. The telescope serial number ring was missing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the reported event occurred because an excessive mechanical force was applied to the scope such as from a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.